Event description:
As reported by the sales rep per the user facility: three episodes where patients developed infections at the site of the catheter placement on the date that the catheter was withdrawn. Cellulitis was noted around the sites. Of the 3 patients, 2 of 3 were the same anesthesiologist. The third patient was a different anesthesiologist. All patients were in the same room with the same anesthesia tech. Additional information provided by the user facility indicated that the facility feels the b. Braun product is okay because they used the same tray lot number in different areas of the hospital and they only had the problem in one room. All patients suffered no additional adverse sequela associated with the incidents and all samples were discarded and not available for evaluation.

Manufacturer narrative:
The actual devices were not returned to the MFR to be evaluated. Without the actual samples, a thorough evaluation could not be performed. No specific conclusions can be drawn. All b. Braun sterile packaged lots are certified as sterile prior to shipping, and the appropriate records are kept on file. Lal and sterility test results were reviewed for the reported lots in question and no out of spec results were noted. Additional lot# 60869752.